Event description:
It was reported during the implant attempt that the physician was unable to achieve adequate thresholds. The original left ventricular (lv) lead was reused. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay.